Manufacturer narrative:
The device is expected to be returned for evaluation. This report will be updated if the product is returned and evaluation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was electively explanted and replaced due to normal battery depletion. A battery depletion (bd) alert was observed following removal from the patient. The device will be returned for evaluation. No adverse patient effects were reported.